Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was clarified that during the issue, they spoke with someone in tech services and told them they were able to fix the system. They did not abort navigation for the case they used it. The rep took apart the stealth and unplugged then re-plugged the power cord internally that goes to the camera and it made noises like it rebooted the power supply that the cord was plugged into and a green light came on that power supply box after it made those reboot sounding beeps and then the camera worked fine and they did the case with navigation. The rep confirmed reconnecting the camera connection at the power supply fixed this issue. No issues have been reported since and the system had been used in clinical cases since.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that based on the information provided, the software was functioning as designed. Fdm10 fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed with the clinical specialist that reconnecting the camera connection at the power supply fixed this issue. No issues have been reported since and the system has been used in clinical cases since.

Manufacturer narrative:
Patient information was unavailable at the time of filing. Concomitant medical products: product ID: 9733686, version: 2.1.0. Initial reporter name unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the new loaner system was left on for about an hour before the case and the system showed "localizer disconnected" in the spine software. The manufacturer representative then moved the system into the operating room (or) and the camera connected for a few minutes before returning to localizer disconnected. It was noted that the camera had no leds illuminated. The manufacturer representative rebooted a third time and the camera would not connect at all. Troubleshooting was performed by checking the cable connections along the camera chain. Navigation was aborted for the procedure. There was a less than 1 hour delay and no impact to patient outcome as a result of this issue.